Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient experienced a sudden change in therapy. The date of the event was (B)(6) 2018. The patient developed migraine headaches about two days after implant. Blood patches were performed, however that did not resolve the migraine headaches. The hcp switched medication, said that she had allergic response to the original medication. The pump was previously delivering morphine and was currently delivering dilaudid. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The contact information for the initial reporter was provided. It was indicated that no new information had yet been obtained.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (fellow) via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine (at an unknown concentration and dose), indicated for non-malignant pain. On (B)(6) 2018-, it was reported that the patient had meningitis that occurred post-operatively. The patient reported great relief post-implant ((B)(6) 2018), then four days later reported a headache. The managing doctor believed the patient needed a blood patch and performed two. It was reported that the patient¿s symptoms of headache increased. The implanting doctor monitored, then meningitis tested positive, and the catheter was removed. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the blood patches for potential lp (lumbar puncture) headache. Surgical intervention occurred on (B)(6) 2018. It was reported that the catheter was removed, and the pump remains implanted. The issue was considered resolved at the time of the report. It was noted that the catheter was discarded; the customer did not question the catheter and did not feel the need to return. The rep indicated that they were not notified of this sequence of events directly, as they were not needed in the evaluation or explant of the device. It was stated that the rep would attempt to obtain further information from the hcp on (B)(6) 2018. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked, but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.